Manufacturer narrative:
(B)(4). Age: (B)(6). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip replacement. It was noted the liner fractured while impacting it into the new implanted shell. The shell and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# (B)(4). Reported event was confirmed with product return. Visual inspection identified damages on the rim feature. A ding indicating material interference, was observed on the inside of the shell at the top of the hard bearing locking feature. It is unknown if this ding was present prior to insertion of the liner or occurred during the insertion of the liner, and it could not be determined if the ding contributed to the reported event. The trabecular metal exhibits bio debris from the failed attempt to install. No other damages were identified. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.